Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Acetabular reamers 44-54 are dull per surgeon.

Manufacturer narrative:
Complaint sample was returned, evaluated and the reported event was confirmed: the reamer was dull. Reamer shell showed some evidence of wear on cutting teeth. The teeth have some chips and are beveled due to use. Since product was manufactured at (B)(4) in july 2009, DHR was not reviewed. It is unknown as to how many surgical procedures (cycles) this reamer has gone through throughout its life in the field. A trend analysis was performed on part number t81 from december 2013 through december 2014. (B)(4). Dull reamers are a common complaint which occurs as a result of the product exceeding its expected use. Instructions for use (IFU) instruct customers to discard instruments with dull cutting edges or damages. Manual surgical instruments have a limited life span which is generally determined by wear or damage due to repeated intended use. No further investigation required.

Event description:
Acetabular reamers 44-54 are dull per surgeon.